Event description:
It was reported that 6 lots of bd microtainer® contact-activated lancet had foreign matter on device and 2 lots had molding defects. Foreign matter was discovered on 1 from lot# b4e21k4, 13 from lot# b4e31k5, 6 from lot# b4h21r6, 119 from lot# c4j81a1 and 45 from lot# c4c39c3. The molding defects occurred with 25 from lot# c4j81a1 and 21 with lot# c4c39c3. The following information was provided by the initial reporter, translated from japanese to english: the customer returned complaint products: lot#b4e21k4 1ea×fm/dirt; lot#b4e31k5 13ea×fm/dirt; lot#b4h21r6 6ea×fm/dirt; lot#c4j81a1 119ea×fm/dirt, 25ea×molding defect; lot#c4c39c3 45ea×fm/dirt, 21ea×molding defect.

Manufacturer narrative:
H.6. Investigation summary: bd received 311 samples for investigation. The samples consisted of 119 lancets from lot c4j81a1, 1 lancet from lot b4e21k4, 13 lancets from lot b4e31k5, 6 lancets from lot b4h21r6, 45 lancets from lot c4c39c3, and 34 lancets from lot c4c19c1. The samples from lot c4j81a1 were evaluated by visual examination and the indicated failure modes for molding defect and foreign matter with the incident lot were observed. The sample from lot b4e21k4 was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The samples from lot b4e31k5 were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The samples from lot b4h21r6 were evaluated by visual examination and the indicated failure modes for foreign matter and damaged housing with the incident lot were observed. The samples from lot c4c39c3 were evaluated by visual examination and the indicated failure modes for molding defect, damaged housing, and foreign matter with the incident lot were observed. The samples from lot c4c19c1 were evaluated by visual examination and the indicated failure modes for damaged housing and foreign matter with the incident lot were observed. Additionally, retention samples of lot c4j81a1 from bd inventory were evaluated by visual examination and upon completion the indicated failure modes for molding defect and foreign matter were observed. Additionally, retention samples of lot b4e21k4 from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for foreign matter was observed. Additionally, retention samples of lot b4e31k5 from bd inventory were evaluated by visual examination and upon completion no failures were observed. Additionally, retention samples of lot b4h21r6 from bd inventory were evaluated by visual examination and upon completion no failures were observed. Additionally, retention samples of lot c4c39c3 from bd inventory were evaluated by visual examination and upon completion no failures were observed. Additionally, retention samples of lot c4c19c1 from bd inventory were evaluated by visual examination and upon completion the indicated failure modes for damaged housing and molding defect were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes molding defect, foreign matter, and damaged housing. Bd has initiated further root cause investigation relating to the issues of molding defect, assembly defect, foreign matter, and damaged housing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that 6 lots of bd microtainer® contact-activated lancet had foreign matter on device and 2 lots had molding defects. Foreign matter was discovered on 1 from lot# b4e21k4, 13 from lot# b4e31k5, 6 from lot# b4h21r6, 119 from lot# c4j81a1 and 45 from lot# c4c39c3. The molding defects occurred with 25 from lot# c4j81a1 and 21 with lot# c4c39c3. The following information was provided by the initial reporter, translated from japanese to english: the customer returned complaint products: lot#b4e21k4, 1ea×fm/dirt; lot#b4e31k5, 13ea×fm/dirt; lot#b4h21r6, 6ea×fm/dirt; lot#c4j81a1, 119ea×fm/dirt, 25ea×molding defect; lot#c4c39c3, 45ea×fm/dirt, 21ea×molding defect.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As htl is an OEM manufacturing site. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: c4j81a1, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 07-apr-2022; d.4. Medical device lot #: b4e21k4, d.4. Medical device expiration date: 31-may-2026, h.4. Device manufacture date: 16-aug-2021; d.4. Medical device lot #: b4e31k5, d.4. Medical device expiration date: 30-jun-2026, h.4. Device manufacture date: 16-aug-2021; d.4. Medical device lot #: b4h21r6, d.4. Medical device expiration date: 31-oct-2026, h.4. Device manufacture date: 10-mar-2022; d.4. Medical device lot #: c4c19c1, d.4. Medical device expiration date: 28-feb2027, h.4. Device manufacture date: 28-apr-2022; d.4. Medical device lot #: c4c39c3, d.4. Medical device expiration date: 28-feb-2027, h.4. Device manufacture date: 08-jun-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.